Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump received motor error and motor position encoder error. The customer¿s blood glucose level was 385 mg/dl the customer reported that they received a several motor error alarm. The customer declined troubleshooting for motor position encoder error. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm and motor position encoder alarm noted. Motor passed motor test. Unable to verify motor position encoder alarm in the alarm history due to history file overwritten.